Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complaint of a power disconnection from the same side of the controller on power port number 1. It was stated that there was no effect on patient. A controller exchange was performed and exchanged. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power disconnections from power port 1. The controller ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release.  Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. This was most likely perceived by the patient as the reported "power disconnections from power port 1". The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.